Manufacturer narrative:
Additional information: b5.

Event description:
New information received noted that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited a re-occurrence of non-sustained right ventricular over-sensing episodes due to post-paced t-wave over-sensing. Programming changes were discussed. No interventions or patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the implantable cardiac defibrillator exhibited post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were discussed. No intervention was made at this time. Patient was stable.